Event description:
The pt had a chyper 3.0 x 13 mm stent implanted in the mid lad. A few hours after the procedure, the pt complained of back pain. A repeat coronary angiogram revealed thrombus in-stent and proximal to the stent.